Event description:
The customer reported that the device would not re-open while applied to tissue. It is unk how the device was removed from the tissue, but it reportedly resulted in tissue damage. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returning for eval. Add'l questions in regard to this incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.